Event description:
It was reported that during a low anterior resection procedure, the device did not form staples properly; incomplete staple line. The firing was complete plastic-to-plastic and nothing was interfering with the tissue i.e. "Buttersein" or alike. No damage to patient and the anastomosis was reinforced with a suture. Requested and received the following information on (B)(6) 2010:

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.